Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 132.3000. Technical support: check tamper switch for click sound. Replace tamper switch. Return to factory. Customer able to hear click sound of switch not being stuck in. Power on the device with no error re-occurrence. End call. A review of the device history record for (B)(6) was performed from date of manufacture 07/23/2014 to the present date 01/13/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
It was reported that the device had error code 132.3000. No patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error code 132.3000. No patient involvement.